Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator. Separate report sent for other ins with high impedance mentioned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported to a manufacturer representative that during an implant procedure for a patient with an implantable neurostimulator for gastrointestinal/pelvic floor the lead was placed and the patient had motor and sensory response below 1 amp. When the neurostimulator was placed there were impedance measurements over 4000 ohms on all combinations except those including the case. The physician removed the lead from the header block and cleaned, and reinserted the lead several times with the same result. A second neurostimulator was opened and tested with the same results. Testing of the lead with the stimulation cable produced appropriate sensory and motor responses. The physician elected to leave the lead and neurostimulator in place and assess impedances at the patient's two week post-operative appointment to see if the impedances resolved. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.